Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).

Event description:
The hospital reported that in the last couple of weeks there have been approximately ten short ports btt black inflation valve dislodged and kept popping out during endoscopic vein harvesting procedures. As a result, the balloon would not remain inflated. The harvester played around with the valve and was able to keep the black pin down and completed the procedure using the same device. The hospital did not report any pt complications. These will be documented under one case since there were no specific numbers of cases provided. This report is for the fourth btt short port.